Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple new batteries and battery caps were used and display remained blank. Proceeded by cutting unit open and placed electronic stack in a test case to proceed with further investigation. Unit powered up properly and all buttons were tested while navigating the menus. Using a test case unit passed sleep and active measurement test and self test. The following cosmetic damages were noted: pillowing keypad overlay, cracked corner of belt clip rails, cracked case battery tube, scratched case, cracked keypad overlay in conclusion, customer allegation was confirmed, unit was received with blank display due to faulty harness vibrator board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.